Event description:
New information received notes that the right atrial (ra) lead noise was over-sensed, and that failure to capture was additionally noted on the ra lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination a remote transmission of the right atrial (ra) lead had revealed lead fracture, signal artifact, and high capture thresholds. The ra lead was capped and replaced on (B)(6) 2021. Patient was stable and no patient consequences were reported.